Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm the reported issue. The instrument was found to have failed the electrical continuity test and in-house seal test. A visual inspection was performed and the instrument was found to have no physical damage on the distal or proximal end. The jaws of the instrument were inspected at the weld location of the conductor wire to the electrode via x-ray analysis. A breakage of the conductor wire was confirmed at the weld location, and thus the instrument would not be able to seal due to this breakage. It was unclear what caused the conductor wire to break; however, it was possible that variation in the welding process caused the break. The instrument passed all other tests. The logs were not available for review.

Manufacturer narrative:
Isi has not received the vessel sealer instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the vessel sealer instrument was unable to seal the patient's tissue. While there was no report of any patient harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. At this time, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted pancreatectomy (whipple) procedure, the vessel sealer instrument stopped working. The instrument was working properly at the beginning of the procedure but stopped halfway through. The surgeon could activate the instrument, which was recognized by the system, but it would not seal. There were no error messages reported. A backup instrument was used and the procedure was completed with no reported adverse effect, outcome, or injury to the patient. Intuitive surgical, inc. (Isi) attempted to obtain additional information regarding the reported issue; however, the attempts were unsuccessful.